Manufacturer narrative:
Visual examination of the complaint device revealed that the packaging was torn longitudinally. The noted defect likely occurred due to handling of the device during unpacking. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was unpacked on an unknown date. According to the complainant, it was noted that the inner package was damaged and that the device was no longer sterile. Attempts to obtain additional patient and procedure information have been unsuccessful. If further information is obtained, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was unpacked on an unknown date. According to the complainant, it was noted that the inner package was damaged and that the device was no longer sterile. Attempts to obtain additional patient and procedure information have been unsuccessful. If further information is obtained, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.